Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shock impedance of 120 ohms. An elective procedure was performed to upgrade the patient's device to a biventricular device, and the shock impedance was observed to increase to >125 ohms. A second device was connected to the lead, and again >125 ohms was observed. The physician elected to surgically cap and abandon the lead, and a similar lead was implanted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.